Manufacturer narrative:
Additional information: section h imdrf annex codes. D4 & h4: serial number, unique device identifier (UDI) and manufacturer date not available. Correction: section h manufacturer narrative. Upon investigation of the actual device used in this incident, it was determined that the station had experienced a device timeout issue. The technical support specialist (tss) determined that the timeout issue occurred due to a lack of transactions on the device. The tss informed the customer via email with steps to address the issue: increase the anesthesia time out setting in web enterprise, instruct users to perform a transaction to reset the timeout, and submit a product enhancement request to bd. The customer noted that increasing the timeout was not an option due to state/local laws and requested a product support engineer (pse) to address the issue. The pse confirmed the system was functioning as designed, where inactivity leads to session termination. Provided the customer an outlining action that reset the timeout. Finally, the customer verified the issue was resolved. The system functioned as intended after the technical support specialist checked the device.

Event description:
It was reported when using the bd pyxis¿ es server, had a issue with device timeout. A customer indicated that the user experienced a delay in dispensing medication as a result of a reported malfunction. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd pyxis¿ es server, had a issue with device timeout. A customer indicated that the user experienced a delay in dispensing medication as a result of a reported malfunction. There were no adverse events or injuries reported based on this event.